Manufacturer narrative:
No lot number was provided. The reported date code showed the product in question predates 1990. This product was approx 17 to 18 yrs old. A 5 yr expiration date was placed on these products in the early nineties. Upon inspection of the returned sample, the catheter was received in 2 pieces. One piece was approx 9 3/4" long and the second piece approx 18" long. It appeared a section of the catheter was flattened and cracked about 2" proximal to the break. The flattened section appeared to be caused from an impingement of some sort. The catheter appeared to be somewhat brittle at the locations of the break. The result of the investigation was confirmed for the device broke, user-related, catheter used well beyond its shelf life. The customer stated that they realized that the sample in question was outdated. The material can become brittle when exposed to aging periods in excess of 7 yrs. Non-aged polyurethane ureteral catheters are typically complainant and flexible. This product is inspected 100% for product integrity and length at mp0571, and inspected at a sample size at qc ipg388 for the following parameters: lumen ID, tip dimensions, stylet extension, tip straightness, eye condition, print and markings, eye location, acorn security, acorn od, tip shape and shaft identity. Baseline report previously provided.

Event description:
It was reported that the catheter broke during the procedure. Per additional information received on 7/25/07, the customer was aware that the sample was already outdated when they used it, and they will neither provide further information, nor need manufacturer's evaluation results in this matter.